Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. High voltage lead impedance was observed. No electrical anomalies were noted. Lead remains implanted and will be monitored.